Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump failed the high pressure test. The customer's blood glucose was 14.4, 16.5, 16.2, 13.2 mg/dl. The customer was treated with the manual injection. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Customer stated that the drive support cap appears normal. The customer was advised that the insulin pump will need to be replaced and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test.